Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 a patient reported the paramedics are at her house due to a hypoglycemic event. The patient states her blood glucose (bg) was low all morning and afternoon. At 10:00am the patient drank a bottle of store-bought coffee and did a meal announcement bolus of 4.2 units. The patient believes she should get about 2 units for the coffee. At that time, the patient's bg was 97 mg/dl. The patient's bg started going low thereafter. Around 11:00am the patient changed out all supplies and continued to have low bgs into the afternoon. Beta bionics customer care verified with the patient that her tubing was not connected to the patient site during the supply change. The patient attempted to bring her bg up with a variety of snacks and juice, but her bg was still trending and staying low. When the patient's dexcom continuous glucose monitor (cgm) showed her bg went under 40 mg/dl her husband called the paramedics. The paramedics gave the patient liquid sugar, but her bg still dropped. They waited and the patient's bg started to come back up. At the start of the call the patient's bg was at 49 mg/dl and trending up. The patient requested to troubleshoot to find any reason for the low bg. The patient disconnected from the ilet during troubleshooting. Customer care confirmed the patient had used a meter to verify cgm bg accuracy. The bg reading was 3 mg/dl off. The patient had not recently changed her cgm bg target. The patient had not taken any additional insulin outside of what the ilet had given her. The patient had not been exercising prior to the low bg event. The patient uses humalog, u-100 insulin. The patient had recently reset the ilet about a week prior as she was not announcing meals and was doing well. Customer care obtained the ilet engineering logs and relayed to the patient that the ilet did not dose any insulin after the meal announcement bolus around 9:00am. The logs show the patient's bg was headed low when the meal announcement occurred which may have compounded the low event. Also, the meal bolus was 3.2 units, not the 4.2 units as indicated by the patient. Customer care also contacted the patient's clinical diabetes specialist to reach out to the patient to assist further as needed. At the end of the call the patient's bg was at 69 mg/dl and rising. The patient elected to connect back to the ilet and will monitor her bg. If the patient begins going low again, she will disconnect.